Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The pump also had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube, a cracked reservoir tube lip, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called in regards to the recall for the insulin pumps with the scroll wrap feature. Customer states that when she tries to prime, nothing comes through. Troubleshooting occured. No additional information was provided.